Event description:
Patient had an atrial septic defect that needed repair. The gore cardioform septal occluder (model gsx0030a) was deployed in the usual fashion using both fluoroscopic and intracardiac echocardiography guidance. However, once the device was in place, but before it was released it was felt that it was unstable and that a larger device would provide better closure. It was necessary to recapture the device. The catheter used for deploying the cardiac occluder was advanced in the inner catheter in an attempt to pull back device. The right atrial disc was recaptured, the left atrial disc would not release and the recapture cord broke. The cardiac occluder was therefore in an unstable position within the r heard with small amount of the left atrial disc still in. Attempts were made to snare it from the heart. This was done and it was pulled down into the right femoral vein however the left atrial disc still would not collapse or straighten out so that it could enter into the femoral venous sheath. Therefore, a vascular surgeon was consulted and a small cutdown was needed to remove the device. As per the wl gore structural heart clinical specialist: the defect was a large functional patent foramen ovale, with a large aneurysmal primum. The physician opted to try a 30mm device and if it didn't work, he would bring the patient back and use an atrial septal defects occluder. The physician deployed the device and upon locking the device it fell off of the anterior rim and resulting in needed to remove the device. While attempting to recapture the device, the right disc unlocked properly but the left disc would not unlock from the deployed stage. Subsequently the retrieval cord broke, resulting in needing to snare the device from the right atrium. We were able to snare the device and bring it down to the femoral vein, but it would not exit the sheath due to the left disc still being fully formed. The physician consulted with vascular surgery and determined a femoral cutdown was the safest option to remove the device. After the cutdown, the surgeon was able to remove the device, still fully deployed on the left disc.